Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse performed preventive maintenance c and d to resolve the issue. This included replacement of multiple hardware components (including the ratio pump).

Event description:
The customer reported that the unicel dxc 800 pro synchron system generated high na, k, cl, co2 and calc (sodium, potassium, chloride, carbon dioxide, and calcium) results. Discrepancies were found in three patient samples. The results were reported outside of the lab. There was no impact to patient treatment. The doctor questioned the results. The samples were repeated on another instrument and the results were lower. Controls (qc) were run prior to this incident and the results were right at the 2 standard deviation on the high end.